Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, non-sustained v oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were suggested. No further information was available.